Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) inner insulation torn; (B) (4) full lead; helix/lobe distorted/bent. Lead stretched.

Event description:
Undersensing/not sensing (asynchronous), attempted implant/not implanted/not used, not pacing. No patient complications have been reported as a result of this event.